Manufacturer narrative:
Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that the information was inadvertently not submitted in the initial report. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined without returned product and sufficient clinical details. The cause of the issue was unable to be determined without returned product and sufficient clinical details. The cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
This report is being submitted to correct information provided in a previously submitted MDR and to include new information. B5 has been updated to incorporate new information that was not included in the initial report. The revised b5 provides a complete and accurate event narrative. H6 health effect ¿ impact code f2303 (medication required) has been added. H6 medical device problem codes a051104 (difficult to open or close) and a141102 (increase in pressure) have been added.

Event description:
Clinical rationale: the patient is a 65 year old male who underwent elective placement of an impella 5.5 for hemodynamic support following mitral valve replacement and tricuspid valve ring repair performed on (B)(6) 2025. Upon attempted separation from cardiopulmonary bypass, the patient was unable to tolerate the transition and an impella 5.5 was surgically implanted via the right axillary artery. The patient remained on support with an initial clinical condition consistent with scai shock stage e, and ongoing consideration for transplant was documented. During support, the patient experienced multiple clinical events, including a vt storm while attempting to ambulate on (B)(6) 2025, which the managing physician suspected was related to impella positioning. A planned or intervention with tee was arranged for repositioning or device exchange. Additionally, the patient developed a stroke with hemorrhagic conversion, leading to discontinuation of systemic anticoagulation as reported on (B)(6) 2026 and again on (B)(6) 2026. On (B)(6) 2026 the rn reported a purge blocked alarm with decreasing purge flow and increasing purge pressure despite recent cassette and fluid changes. No visible leaks were noted and the system was de aired; ptt remained therapeutic. Csc advised following the tpa purge protocol pending provider and pharmacy confirmation. The device remained in place until explant on (B)(6) 2026 at 22:00. Functional modes reported included vt, stroke, positioning issue, difficulty locking/unlocking the catheter anchor or tuohy, and high purge pressure. The patient survived to explant and no impella related mortality was reported. Based on available information, the reported events¿including vt storm, suspected positioning concerns, high purge pressure alarms, and challenges with anticoagulation management due to hemorrhagic conversion¿reflect clinical and procedural complexities commonly associated with critically ill patients requiring temporary mechanical circulatory support. While device related issues such as positioning difficulty and high purge pressure were noted, there is no conclusive evidence indicating a device malfunction that directly contributed to patient harm. The patient ultimately survived to explant.

Manufacturer narrative:
D6b: added explant date. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: clinical symptom (tachycardia, stroke): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Difficult to place or position (positioning issue): the cause of the positioning issue was unable to be determined without returned product and sufficient clinical details. Difficult to lock/unlock (catheter anchor or tuohy): the cause of the issue was unable to be determined without returned product and sufficient clinical details. Purge pressure high: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported a patient that endured a ventricular tachycardia storm when they tried to ambulate. Medical staff planned repositioning with transesophageal echocardiography or possible device replacement.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d4 catalog number updated. H6 health effect ¿ impact code f2303 (medication required) has been removed.

Manufacturer narrative:
Additional information: the nurse reported that the patient was taken off systemic anticoagulation due to hemorrhagic conversion of previously noted stroke. No other bleeding concerns or concerns about impella reported.